Event description:
As reported by the affiliate, the empira balloon burst during post-dilation at 18 atm during a pci. The surgeon tried to withdraw the device with unknown guiding catheter together, but it was stuck at radial artery inside the guiding catheter. The surgeon had to use surgical procedure to remove the device. Now the patient is fine. The lesion was at lad. Lesion characteristics were unknown. For the post-dilation, an empira ptca catheter was opened. There was no difficulty in removing the product from the hoop, or removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast media used is unknown. The contrast-to-saline ratio is 1:1. The same indeflator was used successfully with other devices. After the guidewire was advanced to the target lesion with no difficulty, the balloon was inserted. There was no resistance/friction experienced while inserting the balloon into the sheath and unknown guiding catheter. There was no difficulty advancing the balloon catheter to or across the lesion. At the lesion, the balloon was inflated normally. However, during initial inflation, the balloon ruptured at 18 atm. The catheter was not in an acute bend. The balloon did not rewrap properly after rupture and did not seem to ¿stick¿ to the stent. The balloon catheter did not kink while being used. The surgeon tried to withdraw the device along with unknown guiding catheter, but it was stuck at radial artery inside the guiding catheter. It is unknown if there was resistance/friction experienced with other devices. The surgeon had to use surgical procedure to remove the device. The product was removed intact (in one piece) from the patient. The lesion was not post-dilated with another balloon catheter. Now the patient is fine after being hospitalized for observation. Films are not available. The product has been returned with balloon detached and not included.